Event description:
The caller stated that the pt noticed fluid in the pilot balloon of the tracheostomy tube they were using. The tube was placed in this pt by the caller on (B) (6) 2010, and was pretested. The caller removed the tube from the pt and replaced it with another today. The caller stated, she noticed a pinhole leak in the tube's cuff.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.